Event description:
The customer reported that this central nurse's station (cns) will not boot up with any combination of drive placement. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) will not boot up with any combination of drive placement. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) will not boot up with any combination of drive placement. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) will not boot up with any combination of drive placement. The customer will send in the unit to be repaired. There was no patient injury reported. Investigation summary: the reported issue was confirmed and duplicated. Upon evaluation from the repair center, they found the device to be very dirty and there was lots of dust inside the unit. Both hdds required replacement, the touch screen calibration, initializing the unit and checking the network functions. The hdds were replaced within the unit, and the device was successfully shipped back to the customer to resolve the issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 12/18/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 12/21/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 12/27/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; the requested information will not be provided attempt # 1: 12/18/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 12/21/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 12/27/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; the requested information will not be provided b7 attempt # 1: 12/18/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 12/21/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 12/27/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; the requested information will not be provided d10 attempt # 1: 12/18/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 12/21/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 12/27/2023 emailed the customer via microsoft outlook for device information: the customer replied by stating; the requested information will not be provided manufacturer references # 300352492 - 197255 follow up 001.